Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent otw was to be implanted in the esophagus to treat an esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was normal and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed. However, when the catheter was removed, it was noted that the proximal end of the stent was still attached to the catheter. The stent was removed together with the catheter, and the procedure was completed with another agile esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g4: premarket / 510(k)#: k233837 was reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.